Event description:
Possible burn from MRI. Pt was having a MRI cervical spine and MRI lumbar spine and was monitored frequently by staff throughout the exams. After the exam was complete and after pt had changed back into her clothes, the pt noted some swelling and warmth in her right outer thigh, no redness. Pt states that throughout the exam, she had felt a burning sensation but did not fell she needed to alert staff. Pt was assessed by a rn and cold compresses were applied. Rn followed up with the pt, approximately two hours later, the pt states no swelling, warmth or redness at that time. Pt states that she had a bad car accident in 1995 with trauma to this leg that did not require surgery. We are awaiting x-ray results to see in there is any foreign metal in the region of initial swelling.